Event description:
Per the clinic, the patient experienced persistent pain in the magnet site. Subsequently, the internal magnet was explanted on (B)(6) 2026 and it is unknown if there are plans to reimplant the patient as of the date of this report.